Manufacturer narrative:
The lcd cable was returned to the manufacturer for evaluation. The cable was returned unused but it had been removed from the package. No failure was found. The power supply was returned to the manufacturer for evaluation. After function testing and visual/physical examination the reported issue was confirmed. The returned power supply was standalone tested and it was found that there wasn't any voltage emitting from the vdc. Further investigation revealed that the fuse contained on the vdc board was blown. Otherwise, all other outputs, contained on a separate board from the vdc, measured normal voltages. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a fusion procedure. It was reported that the surgeon monitor would not display video. There was a green line in the set up equipment tab. The site swapped the surgeon monitor with another one at the site and they were still unable to get video on the monitor either. They eventually got the video to work and were able to proceed with the case. The manufacturer representative reported that when they used the surgeon monitor with another system it worked. They stated that the staff monitor and slaving out to others monitors works. They suspect the internal cable. Additional information was received stating that the surgeon monitor would not power on. The navigation system showed a green line between main cart in the ¿set up equipment¿ tab. The surgeon monitor was swapped from another navigation system with no resolution. A stryker slave monitor was used to complete the case. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a fusion procedure. It was reported that the surgeon monitor would not display video. There was a green line in the set up equipment tab. The site swapped the surgeon monitor with another one at the site and they were still unable to get video on the monitor either. They eventually got the video to work and were able to proceed with the case. The manufacturer representative reported that when they used the surgeon monitor with another system it worked. They stated that the staff monitor and slaving out to others monitors works. They suspect the internal cable. Additional information was received stating that the surgeon monitor would not power on. The navigation system showed a green line between main cart in the ¿set up equipment¿ tab. The surgeon monitor was swapped from another navigation system with no resolution. A stryker slave monitor was used to complete the case. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a fusion procedure. It was reported that the surgeon monitor would not display video. There was a green line in the set up equipment tab. The site swapped the surgeon monitor with another one at the site and they were still unable to get video on the monitor either. They eventually got the video to work and were able to proceed with the case. The manufacturer representative reported that when they used the surgeon monitor with another system it worked. They stated that the staff monitor and slaving out to others monitors works. They suspect the internal cable. Additional information was received stating that the surgeon monitor would not power on. The navigation system showed a green line between main cart in the ¿set up equipment¿ tab. The surgeon monitor was swapped from another navigation system with no resolution. They tried a different slave monitor and it was used to complete the case.  There was less than an hour delay in the procedure. No impact on patient outcome.